Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic).  Noise was also observed. The oversensing could not be reproduced with isometrics. Inappropriate therapy was also noted. The lead was explanted and replaced.  During the replacement procedure, the new rv lead helix would not deploy, so another lead was placed.  No further patient complications have been reported as a result of this event.